Event description:
The customer contacted stryker to report that during testing, a split in the device's therapy connector was detected. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the device and verified the reported issue. The therapy connector and therapy cable were replaced to resolve the issue. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue was determined to be a broken therapy connector and cable.